Event description:
It was reported that during a colon procedure, the staples would not hold. The laparotomy technique was used. The surgeon used a manual procedure to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.